Manufacturer narrative:
(B) (4). The iol was received and the diopter measured correct as labeled. The results of our investigation reasonably suggests this event is not manufacturing related. The patient was initially implanted with a 17.5 diopter iol and replaced with a 20.0 diopter. The lens met all manufacturing specifications prior to release.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.